Manufacturer narrative:
The presence of drugs may have interfered with the microalbumin tests, and produced excessively high results with flags. The system was configured in such a way that the flags triggered an automatic rerun with a 1/10 dilution. This dilution may have reduced the background absorbance to tolerable levels, but also diluted the urine albumin concentration below the bottom of the dynamic range, giving results with g flags which were then multiplied by the dilution ratio (10) to give a final result apparently inside the measuring range (5 - 300 mg/l). The samples are not available for further investigation.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous microalbumin results generated on au5400 chemistry analyzer for two patients. The results were not reported out of the laboratory. Subsequent testing produced lower results. There was no effect to the patients or user.